Event description:
It was reported that approximately ten days post stent placement procedure, the device was allegedly migrated from the common iliac artery to the vena cava. It was further reported that a blood clot was identified and removed. Reportedly, the device was unable to be removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 05/2021.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation and images were not provided for review. Based on the information available the investigation is inconclusive result for reported issues. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding pta the instructions for use states: "predilation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.", and "post stent expansion with a balloon dilatation catheter is recommended." The instructions for use closely describes holding and handling of the system throughout deployment. Stent migration was found mentioned as a potential adverse event that may occur. H10: d4(expiry date: 05/2021), g3. H11: g1, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten days post stent placement procedure, the device was allegedly migrated from the common iliac artery to the vena cava. It was further reported that a blood clot was identified and removed. Reportedly, the device was unable to be removed. The current status of the patient is unknown.